Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.65 m extension set with luer lock connector leaked from slits in the tubing. This was identified during use on a patient for peritoneal dialysis therapy who then had ¿a wet bed¿. Upon examination, ¿the line had this pinched area, some of the slits having pierced tube¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted cuts and markings in the tubing. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to a leak in the tubing at the location of the cuts and markings. The reported condition was verified. The cause of the cuts and markings in the tubing was due to the wrap pouching equipment attempting to seal during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.